Manufacturer narrative:
This report is filed on february 16, 2018.

Event description:
Per the clinic, the patient experienced infection at implant site however the issue could not be resolved. Subsequently the device was explanted on (B)(6) 2017.